Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and recommended to increase the alert threshold. No adverse patient effects were reported. This ICD remains in service.